Event description:
It was reported that the device was used during a laparoscopic assisted vaginal hysterectomy. It was reported by the rep that during the procedure the instrument was fired (4) times, but failed to fire the 4th reload. A new instrument was opened and the case was completed. There was no consequence to the pt.